Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was not pairing with the dexcom g7 continuous glucose monitor (cgm), and the user initially entered an incorrect sensor pairing code, after which pairing was ultimately completed following guidance to toggle connections and restart the ilet. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.